Event description:
Customer reported that patient had a negative antibody screen when tested with 8ss284. Immediate spin crossmatches were incompatible. Further investigation by the customer identified anti-c. No death or serious injury was associated with this incident.